Event description:
It was reported that the patient's previous artificial urinary sphincter (aus) device was replaced due to unspecified reasons. A 4.0 cm cuff, pump, and balloon were implanted. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.